Event description:
In 2009, pt reported her blood glucose levels have been elevated. Pt reported she ate a salad and 38 minutes late received a blood glucose reading of 285 mg/dl. She stated she did not bolus for the salad or the high reading. Pt reported earlier this morning, she had a blood glucose reading of 237 mg/dl before eating. She stated she bolused, but the amount is unk. Had pt check the bolus history and there is no recorded history on the infusion device. Advised pt the bolus did not seem to deliver. Pt reports 2 1/2 hours later, her blood glucose was 352 mg/dl and she bolused 15.1 units of insulin at that time for the elevated reading. She stated infusion device history shows this bolus was delivered, and is the only bolus in the history for today. Pt reported since she had been on the infusion device, her blood glucose has been in the 200 mg/dl range. She stated prior to the infusion device, she was in the 300 mg/dl to 400 mg/dl range. Pt reported she did not receive any errors or alarms today. Advised would submit a message to her trainer regarding pt's elevated blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.